Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized in (B)(6) 2017 for high blood glucose of 455 mg/dl. The customer treated with IV fluid. Customer indicated that at the time of the call, their blood glucose was 109 mg/dl. Customer declined high blood glucose troubleshooting. Customer was advised to monitor the pump and to follow up with their doctor regarding their high blood glucose and call back if further issues.